Manufacturer narrative:
The customer decided to repair the device with the third party assistance. No evaluation was performed by the philips bench technician. The customer declined the repair of the device but decided to repair with the third party assistance. No repair was performed by the philips bench technician. The device was returned to the customer and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device has a defective display. There was no patient involvement.